Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Devices were received for analysis. Eng eval completed on 2019.08.06 by nf. Tri-drive modular handle: (B)(4) and CAPA (B)(4). The design of the tri-drive modular handle has been in the field since 2009. Exactech has received 45 similar complaint reports involving 47 tri-drive modular handle due to sleeve disassembly since 2009. Because the tri-drive is used in anatomic and reverse total shoulder surgeries, sales data for anatomic glenoid components and glenosphere components was used to calculate an approximate complaint occurrence rate of (B)(4). This is considered "very low" according to the frequency of occurrence ranking scale in the rmr. The disassembled tri-drive modular reamer driver may result in a delay in surgery to find a new one. Typically, in anatomic shoulder cases both the anatomic and the reverse sets are in the operating room. If the tri-drive were to break, a second tri-drive would be in the reverse shoulder set. Based on the investigations conducted it appears that this issue is related to a user issue wherein the user holds onto the color of the tri-drive handle when the device is under powered rotation. This causes force to be exerted on the internal parts which results in disassembly. Most likely root cause-the broken tri-drive modular handle reported in experience c2018-663 was likely the result of holding the sleeve stationary while the instrument was spinning, which led to the retaining ring breaking loose from the assembly, allowing the tip to disassemble. Humeral head impactor: visual evaluation condition/findings (conducted with a 7x or 10x optical unless otherwise specified)- the broken humeral head impactor tip appears consistent with crack initiation, propagation, and ultimate fracture of the radel impaction surfaces. This breakage was likely the result of years of normal use and subsequent sterilizations. Head impactor tip due to a fractured radel impaction surface since 2008. The frequency of occurrence ranking scale is "very low", therefore, this issue does not appear to be design- related. Exactech is aware of one other complaint involving parts from this humeral head impactor tip manufacturing lot of (B)(4) units, which has been in the field since 2017. The device history record for the humeral head impactor tip was reviewed, and all parts accepted with conformance to the device specifications. Corrective action is not required because the occurrence rate is "very low", and the risk is captured in the rmrs. Most likely root cause-the broken humeral head impactor reported in experience c2018-663 was likely the result of crack initiation, propagation, and ultimate failure of the radel impaction surface related to normal use and subsequent sterilization cycles. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. There was no patient adverse event, no broken pieces of the device were left in the patient, this was confirmed with the routine post-op x-ray. An investigation was conducted for the tri-drive modular handle under (B)(4) and CAPA (B)(4) the broken tri-drive modular handle reported was likely the result of holding the sleeve stationary while the instrument was spinning, which led to the retaining ring breaking loose from the assembly, allowing the tip to disassemble. An investigation was conducted for the humeral head impactor tip manufacturing; the broken humeral head impactor reported was likely the result of crack initiation, propagation, and ultimate failure of the radel impaction surface related to normal use and subsequent sterilization cycles.

Event description:
It was reported from the us that during and orthopedic surgery the surgeon experienced difficulty with the instruments. The tri-drive broke while drilling the center glenoid post (large male with tight exposure and very hard bone), and the surgeon noticed the shaft rubbing on the fukuda retractor. In the same case, the impactor tip had a small portion of the black plastic break and fall to the floor when the surgeon used the instrument to impact the largest humeral head component (53mm). There was no compromise to the patient or surgery, as the surgeon was done with the instruments. No delay to surgery. The patient's health was stable leaving the operating room. No pieces were left in the patient, as proven by the standard post op x-ray. Agent was present at time of surgery. The agency is inactive, no further information is available.